Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, with continuous correction dosing delivered, glucose values reportedly not below 200 and a peak of 375, and an entire insulin cartridge used; the infusion set had been changed the prior evening, no leaks were observed, and after an ER visit the user returned home, switched to a steel infusion set, and glucose decreased into range. Symptoms included hyperglycemia and lethargy. Outcomes included unexpected medical intervention with medication required. Investigation included communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed no findings available, with insufficient information to identify a medical device problem or a specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.